Event description:
It was reported that after insertion, md turned on iabp and pump immediately alarmed "high pressure". Md removed cathether and replaced it. Problem was solved. There were no reported patient complications.

Manufacturer narrative:
Per IFU, iab selected was too large for patient. Follow-up report will be filed when evaluation is completed.